Manufacturer narrative:
The device will be returned for investigation. Once the device has been received, an investigation will be performed and provided in a follow up report.

Event description:
On (B)(6) 2010, the pt underwent an acl reconstruction of the knee using an arthrocare driver, 35 mm, bilok 2. After the tibial screw was put into place in the pt, the physician tried to disengage the driver. When the physician disengaged the driver, the tip broke off into the screw and remains in the pt. There is no plan to re-operate to remove the piece and no adverse consequence to the pt was reported.